Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's blood glucose (bg) level increased to 600 mg/dl when the pump insulin reservoir was at 100 units. Insulin injections were used to bring the bg level down. Tandem technical support had the contact perform a system check and the pump was found to be functioning as expected. Reportedly, the customer had been using the supplies to the pump for 4 days.

Manufacturer narrative:
.